Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The physical resistance can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. However, the anatomical conditions reported heavy tortuousity with 99% stenosis which likely contributed to the reported physical resistance. Balloon ruptures can occur as a result of, but are not limited to, manufacturing (such as damage to the balloon from the stent crimp process or from damage to the balloon during the processing of the balloon material) or from damage during use of the product. During use there can be an interaction between the balloon and the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all stent delivery systems (sds) are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use in the finished good lot and then again, once the finished goods lot is completed, a sampling of units are again rupture tested prior to the release of the finished good lot. The product was not returned to abbott vascular for analysis and may have assisted in the investigation. However, the anatomical conditions reported were characterized as heavy tortuosity with 99% stenosis. It is possible that the sds balloon may have interacted with the anatomical conditions during the physical resistance while advancing the sds and contributed to the reported balloon rupture. As the balloon rupture occurred, the stent did not completely expand and there was resistance encountered during the attempt to remove (difficult to remove). Because the stent was partially deployed and the sds was attempted to be removed, this subsequently resulted in the reported stent dislodgement. Attempts to snare the stent were unsuccessful (additional therapy/ non-surgical treatment) and the stent was deployed in an unintended site (foreign body in patient). A review of the finished product lot history record did not reveal any nonconforming material records issued for this lot. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for difficult to remove, physical resistance, balloon rupture or stent dislodgement for this lot. There is no indication of a product deficiency associated with this lot. The reported physical resistance, stent dislodgement, difficult to remove, foreign body in patient and additional therapy/ non-surgical treatment appear to be related to the operational context of the procedure. Although a conclusive cause for the reported balloon rupture can not be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that predilatation was performed prior to stenting. Resistance was felt during advancement of the stent delivery system (sds) to the lesion. Upon inflation of the sds balloon to 3 atmospheres, the balloon ruptured. The stent implant did not expand sufficiently and resistance was felt during the attempt to remove the device, which resulted in stent dislodgement in the mid right coronary artery (rca). The attempt to capture the dislodged stent with a snare device was unsuccessful because of the severe lesion in the proximal rca. The dislodged stent was deployed in the mid rca where it remains. The final patient outcome is reported to be good. No additional information was provided.